Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the mother went to the patient's school after it was noticed that she had high blood glucose, reaching 405mg/dl, and they changed the pod. When the pod was changed, there was drainage/puss coming out of the insertion site and the doctor was called. The patient was diagnosed with a skin infection and prescribed an antibiotic (clindamycin) over the phone. They also bolused when the pod was changed and the patient was in a normal blood glucose range for the rest of the day.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.